Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter was prompting an "error 4" message. Per the one touch ultra owner's booklet, this error message indicates one of the following conditions: the meter detected a high glucose when testing in an environment near the low end of the system's operating temperature range, there may be a problem with the test strip, the sample was improperly applied, or there may be a problem with the meter. The medical surveillance specialist spoke with the pt at about 12 days later, and obtained the following info. The pt reported that the alleged error message began to appear approximately 3 weeks prior to contacting lfs. The pt reported that after applying a sample to the test strip, the subject meter would continue to display the "apply sample" symbol for a few seconds before getting the alleged error message. The pt reported that she tests 2x/day and manages her diabetes by taking humulin 70/30 insulin (per a sliding scale). As a result of the alleged issue, the pt claimed she discontinued testing her glucose and guessed how much insulin to administer. Approximately a couple of days after the issue started, the pt claimed she developed a headache and became sweaty. In response to the symptoms, the pt stated she treated self with food and/or drink and felt better afterwards. At the time of troubleshooting, the customer care advocate (cca) noted that the test strips appeared in good condition and that the pt was using the correct testing technique. The alleged error message remained unresolved when the pt retested with a different vial of test strips. Replacement products were sent to the pt. This complaint is being reported because, the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.